Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer low in sigmoid, status post chemo/radiation. What healthcare professional fired the device and what is his/her experience with the device? Resident, fully trained. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Closes indicator to middle of firing window and then adjusts tighter depending on tissue thickness. Middle - b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? None. What confirmation was received that the device completed the firing sequence? Green check mark, heard crunch of cutting washer. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 degree revolutions. Was there any difficulty removing the device? None. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? A leak test was not done on the stump before the circular stapling fire. Leak test was negative on the anastomosis post circular stapling firing. No bubbles. How many days postoperative did the leak occur? Approximately 3 weeks. How was leak identified? Leak was identified on CT scan, abscess at level of anastomosis. Surgeon shared that he is not 100% sure whether the leak/abscess is connected to the circular anastomosis or from the robotic stapler. The only way to conclusively know is to perform colonoscopy, which dr. Said he would be performing were there any issues noted with staple formation at any point throughout the care of the patient? None have been reported. How was the leak addressed? Observation and antibiotics.

Event description:
It was reported that during a low anterior resections, the patient had a very low tumor. Status post radiation. The tumor was located at the levator ani muscles. The patient had pelvic abscesses. The surgeon is assuming a leak. The initial case was done robotic-assisted. The patients was diverted, that's how the surgeon does the cases post radiation. The surgeon is not sure if this is from the cdh29p for the anastomosis as well as the triple staple technique on the on the distal transection and the tlc for the proximal one. He has seen it before where it's the robotic one. In two to three weeks the surgeon will be rescoping the patient. The surgeon is not sure which staple line caused the abscess. Additional information was provided that the patient was diverted during initial procedure as a precaution due to friable radiated tissue. The surgeon is not 100 percent sure what staple line caused abscess as he had robotic staple lines leak in the past. He will be able to confirm where the leak originated from at a later date as he plans to scope patient.